Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose (bg) was 140 mg/dl. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.